Manufacturer narrative:
The referenced device was not returned to olympus. However, the user facility provided a picture of the device fragments (clip arm attached to coil sheath and the clip pipe). As part of our investigation, olympus followed up with the user facility to obtain additional information regarding the reported event and the user facility further reported there was a 5-minute delay in the procedure to retrieve the device fragments from the patient. There were no other unusual equipment behaviors or phenomena before the event. There was no visible scope damage or abnormalities and the scope was not angulated in a manner that would cause this occurrence. Prior to use, the equipment used in the procedure was inspected and no anomalies were noted. The exact cause of the reported event could not be determined as no device was returned for evaluation. However, the instruction manual provides warning to mitigate the risk of patient injury and device damage that states, -before use, prepare, and inspect the instrument as instructed below. Should the slightest irregularity be suspected, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety, pose an infection control risk, cause tissue irritation, perforation, bleeding, or mucous membrane damage and may result in more severe equipment damage. - keep the insertion portion of the instrument that extends from the biopsy valve and the insertion portion of the endoscope as straight as possible. Do not perform clipping with the insertion section being coiled. Otherwise, the force exerted on the control section may not convey to the clip adequately during clipping. This could result in reduced performance, making it impossible to close the clip or detach it from the coil sheath after clipping. - do not try to forcibly pull the tube joint (yellow) when extending the clip from the tube sheath. Doing so may extend the clip abruptly, resulting in patient injury, such as perforation, bleeding, or mucous membrane damage. It may also damage the endoscope and/or instrument. If resistance to extending is encountered, straighten the angulated distal end of the endoscope until the clip can be extended smoothly. - do not attempt to reuse the clip that has been extended from the tube sheath and withdrawn from the endoscope. Doing so may result in damage to the instrument and affect its function or performance.

Event description:
Olympus was informed that during a colonoscopy w/polypectomy, the case of the device came off and pieces of the device fell into the patient¿s transcending colon/descending colon. The physician was able to retrieve the device fragments from the patient. It was reported the defective deployment occurred prior to any mucosal contact so there was no bleeding or injury to the tissue. A second clip was used and deployed correctly with no issue. The intended procedure was completed. There was no adverse outcome to the patient reported.